Event description:
It was reported that the external pulse generator would not power up. It was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is corroded. Upper case is dented. Lower case is corroded. One side bail cover is broken. Battery flex is contaminated. Heart lead flex is corroded.